Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to report that over the last few days, over the weekend, they were driving (with stimulation on), and noticed their right leg and vaginal area/buttock felt like they were overworked, and hurt for a day or so and "then away." The patient said they had tried increasing the stimulation before they noticed this change, however, decreased it back down, as they felt stimulation in their right leg. They stated on this day over the weekend, they were also walking a lot more than usual. They experienced the same thing today when they went driving (with stimulation on). The ins site was still tender when they sat down, and they had to sit more on their left side to be more comfortable. Therapy information and compatibility information regarding driving were reviewed. The troubleshooting steps that were taken on the call resolved the issue. The patient said they would be having another follow up appointment with their healthcare provider in the future (no date mentioned), and would discuss with their healthcare provider.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that it was unknown if the car had interfered with their device/therapy. When asked if 'felt like they were overworked' was meant to represent overstimulation felt in the right leg and vaginal area/buttock, they replied, "it felt like a strong discomfort, dull, numbing kind of pain." They stated they only noticed it when driving. The cause of the stimulation in the wrong location (right leg), and feeling 'overworked' when driving was unknown. When asked what most likely caused or contributed to these issues, they stated they only noticed it when driving. When asked what steps were or would be taken to resolve the issue, they replied they were informed to turn off therapy when driving. The issue was reportedly resolved. When asked what steps were or would be taken to resolve the tenderness at the ins site and pain, they stated the incisions were healing perfectly, per their doctor. Device removal or replacement was not planned, and the device was still in use.